Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. However, unit alarm pump error 63 during self test. Format history file analysis confirmed pump error 63 (variable 3) due to poor solder joints at u1 ambient light sensor on keypad assembly. Unit received with cracked retainer, broken battery tube threads, cracked case at battery tube side, fading serial number label and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 2.9 mmol/l at the time of the incident. It was reported that there was a crack running down the battery compartment area. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump will be returned for analysis.